Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported to abbott that the patient had a lead revision due to lead migration. Migration was verified via x-ray; patient had multiple falls which resulted in ineffective stimulation. Based on the information received the root cause of the reported incident was lead migration which is not product related.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-33075. It was reported that the patient's scs leads had migrated. In turn, the patient elected to undergo surgical intervention to explant the total scs system.